Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2010. The revision surgery was a result of excess anterior-posterior laxity. In the revision, the tibial locking bolt, and the tibial insert were revised. The insert was revised from a 2x10mm to a 2x12mm insert.